Event description:
No additional information.

Manufacturer narrative:
Investigation results: received one unsealed catheter from a 22ga x 1.00in. Insyte autoguard bc unit from lot: 3214965. An attempt was made to flush the unit, but it was noticed that the luer lock syringe needed an extra amount of pressure to be able to connect properly. It appeared that the actuator was not allowing proper connection. The unit was dissected to further inspect the actuator. Visual inspection discovered that the actuator was damaged, it appeared to be bent. The reported defect was confirmed. This defect may occur during manufacturing. When the actuator is inserted into adapter sub assembly, incorrect equipment settings or misalignment may cause the actuator to not be inserted correctly, or become pushed in. Functional check sampling, gripper sensors, and 100% vision verification are set up to mitigate the occurrence of this defect. Investigation conclusion(s): the defect of ¿adapter/connector damaged/defective¿ was confirmed. Probable root cause(s): manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. A notification of awareness has been sent to the manufacturing department.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc would not connect to infusion set or j loop. The following information was provided by the initial reporter: we had a catheter hub that was miss happened was unable to obtain a secure fit into the angiocath with primary IV tubing. Attempted to add j loop but the male end would not secure into the catheter either. New IV (different lot #) was placed with no issues. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No patient harm did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes , no harm did the event cause any leak? Catheter hub was unable to obtain a secure fit into the angiocath with primary IV tubing.